Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The subject device had no abnormalities as the phenomenon was not reproduced at the service repair. It may be attributed to other device in combination, such as a scope. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issue occurs with multiple 190 series scopes. In addition, the maj-1933 was res-seated. The customer stated that the clv-190 was sent into the repair center for the same problem. However, a similar issue was occurring with the loaner light source. Tac confirmed that the 180 series scope was working with an image. Tac advised the customer to try exchanging the maj-1933 cable with a system that was working to verify but the customer believed that the issue was related to the processor since the loaner light source was also failing to produce image. The 190 series scopes were unable to be tested in another room so the customer opted to send in the cv-190 for evaluation. The device was returned for investigation. Upon evaluation of the device, the reported event of black bars on the image not confirmed. The unit was tested with a test cf-hq190l, ltf-s190-5, ltf-vh, gif h-180 and giff-q180 scopes. The unit passed all functional tests and all video output signals and images tested normally. Furthermore, the video connector was in good condition. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by the customer the evis exera iii video system center is displaying black lines with no image. There was no patient involvement, no harm or user injury reported due to the event.